Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, while tracking the push peg over the guidewire the physician felt resistance trying to pass the peg through the gastric wall at the incision site; the tip of the tube compressed and bunched together. This device was removed from the patient. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device revealed two nicks in the thermoformed tubing approximately 5.5 centimeters from the transition joint. Approximately 4.25 centimeters of the proximal end of the thermoformed tubing was found to be severely damaged. It was twisted, bent and had numerous holes torn in the extrusion. A functional evaluation of the device could not be performed as the damaged extrusion would not accept a guidewire. The returned unit was consistent with the complaint incident that the device tip was "mangled". A visual examination of the device revealed the proximal end of the device to be damaged. This is most likely not a manufacturing related issue. Therefore, the most probable root cause for the observed damages is considered operational context. A review of the device history record was performed for lot 14193671 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14193671.

Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, while tracking the push peg over the guidewire the physician felt resistance trying to pass the peg through the gastric wall at the incision site; the tip of the tube compressed and bunched together. This device was removed from the patient. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.